Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient could feel a fluttering on friday and saturday, but the fluttering was positional and would feel it if they leaned over a little bit. The patient indicated that the fluttering was "near her private" and "towards the back," but it was not a problem. However, on sunday the patient felt a "painful pinching" sensation. The patient thought that their stimulation was up to 4 or 5 on sunday so they decreased stimulation to "3 something." Approximately 1.5 hours prior to the call the patient experienced a sudden "spasming" and an intense pain that was growing. The patient reported that they screamed and turned stimulation down to 0.5. The patient was advised that they can try the low setting to see if it helps with their symptoms and is comfortable, but should discuss the issue with their healthcare provider (hcp) and consider changing programs. The patient reported that their follow-up appointment is on the 5th, (presumably (B)(6)). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.